Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The alleged faulty microblender was received by carefusion on (B)(4) 2011, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a f/u medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days resulted did finding two like failures. However, there has been no definitive root cause determined as of yet for this incident. Thus carefusion considers this to be an isolated incident at this time.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "The alarm is not sounding when fio2 set to 100% and o2 is disconnected. He would like to send in for overhaul and eval."